Event description:
Pt is a soft contact lens weareer. Her contact lens solution is renu with moistureloc. On or about 3/28 the pt woke up with severe pain in her right eye. She did not sleep in her contact lens. She was first seen by an outside dr and promptly started on antibiotic treatment qid for a corneal ulcer. She was seen the next day, and the infection was worse. The pt was then promptly sent to my office. When seen in my office the pt had a very unusual lesion that did not appear bacterial in origin. The pt was started on zymar every hour and bacquacil every hour, for a possible acanthomeba infection. This occurred before I was aware of the fusarium outbreak. Over the past few weeks the pt's infection has cleared, but she is now left with a dense corneal scar. Her vision is severely impaired and she will probably need a corneal transplant in the future. Give the timing of the case, the set of circumstances, and the unusual appearance of the infection, I am strongly suspicious that this could be a case a fusarium keratitis. Event did not abate after use stopped.